Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. Blood glucose level did not exceed 500 mg/dl and remained within a safe range. Customer resolved issue by changing infusion set and cartridge, successfully resuming insulin delivery.